Event description:
It was reported that the fiber tip broke in the patient and was recovered. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.